Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument did not close. The user completed the procedure using a backup large hem-o-lok clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was installed on an in-house system and failed the recognition test. The instrument information found in the rfid could not be detected. Recognition failures caused by something else in the backend (corroded rfid board). Additional observation(s) not reported by site: the instrument housing was removed, and the inspection found a corroded identification board. The rfid substrate exhibited moderate discoloration. Corrosion reduced the electrical connectivity of the board, affecting the rfid information from being accessed by the system, resulting in a recognition failure upon install. The instrument was found to have grip input disk axis 6 broken into pieces inside the housing functional testing for motion related issues cannot be performed. When the instrument is first installed on the da vinci system, recognition gets checked first by reading the radio frequency identification (rfid) chip. The probable root cause of recognition failure is attributed to communication issues with the rfid chip. The da vinci system may not be able to detect the instrument information found in the rfid chip due to it being damaged, dislodged, or corrupted. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported. The returned product did not exhibit the event described in the complaint. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was installed on an in-house system and failed the recognition test. The instrument information found in the radio frequency identifier (rfid) could not be detected. Recognition failures caused by something else in the backend (corroded rfid board). Complaint. Common causes of instrument recognition failures are attributed to communication issues with the rfid. Common causes of instrument recognition failures are attributed to communication issues with the rfid. The instrument housing was removed, and fa found a corroded identification board. The rfid substrate exhibited moderate discoloration. Corrosion reduced the electrical connectivity of the board, affecting the rfid information from being accessed by the system, resulting in a recognition failure upon install. Common causes of the failure mode corroded instrument identification board are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. Additional observation(s) not reported by site: the instrument was found to have grip input disk axis 6 broken into pieces inside the housing functional testing for motion related issues cannot be performed. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information: the issue occurred while the instrument was inside the patient. This was a recognition issue.